Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 380 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied and administered 3u. Patient smelted or felt insulin and it was very strong. On (B)(6) 2018 recent setting changes was made to the pdm which included changes to the basal and ic ratio. Document increase in bg levels from pdm records or as described by the caller: 1pm 115bg , 2pm 140bg , 4pm 270bg 3u , 6pm 320bg , 8pm 380bg.

Manufacturer narrative:
The device was returned for evaluation. The device download data showed no increase in pulse widths or signs of struggle that would indicate a bent cannula, or a failure of the pod to deliver insulin. There were no damages, tears or leaks that would result in fluid leaking or high bg (blood glucose) levels.